Event description:
It was reported that the ilet touchscreen separated at the seam between the screen and the backside of the device, while the screen remained usable and the user reported no operational troubles. Symptoms included no injury or adverse health effects. Outcomes included continued device use without alerts or alarms and planned device replacement with data sync completed prior to shutdown. Investigation included remote troubleshooting with the user and arrangements for device return. Investigation of this case revealed a screen-to-housing separation consistent with a mechanical enclosure issue affecting the display assembly, with no impact to therapy delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure of the screen bezel or adhesive interface.